Event description:
The clinician activated the safety device and forcefully placed the barrel into an overfilled sharps collector. Something in the collector fit perfectly inside the hole on the bottom of the barrel, which caused the needle to be pushed out of the barrel and the clinician received a needle stick injury. The account is concerned that there is no warning label on the product that states if you push something in the hole the, needle will come back up.